Event description:
It was reported that the caller said the patient had advanced dementia and last night the patient released her entire bladder and made no movements towards going to the bathroom or anything. During the call patient services tried to clarify when the symptoms returned and caller said, it was not the first time, her mother had complained during the follow-up visit after the latest replacement surgery in april of 2014, that it was not working, but it was hard to know because of her dementia. The caller reports a loss of therapeutic effect. Caller said she did not understand how the patient programmer and ins(stimulator) worked. Patient services asked if caller thought the stimulator had been accidentally turned off and caller said no because caller had control of the stimulator. The caller keeps the patient programmer. The patient did that one time so since then she had control of it. Caller was asked if she had checked to see if stimulator had been turned off but caller was not with the patient . Caller said she never used it. The last time it was used, it was noted when hcp (healthcare provider) replaced the stimulator and reset it. It was later reported by the healthcare provider that they need to cancel the patient¿s appointment with manufacturer representative because patient was currently in the hospital. She does not know reason for hospitalization, patient¿s daughter called to notify them to cancel appointment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# v009640, implanted: 2007-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).